Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defects were found. Functional testing was performed and the reported problem could not be reproduced and there was no failure detected. The device was determined to be working within the required specifications without malfunction. The complaint of intermittent out of range could not be reproduced.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report an intermittent out of range signal on (B)(6) 2015. Patient's mother was advised to reset the device which was unsuccessful for the reported issue. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.